Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. Two weeks later, the patient underwent surgical intervention to replace the ipp. A crack was identified in the right cylinder connecting tube, and the ipp pump was replaced. There were no patient complications reported.

Manufacturer narrative:
Correction to a1 patient identifier and a2 date of birth. Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. The pump was microscopically examined and found to be contaminated. The pump did pass the leak testing, but a functional test was unable to be performed due to the contamination. Based on the information available, the reported allegations were unable to be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. Two weeks later, the patient underwent surgical intervention to replace the ipp. A crack was identified in the right cylinder connecting tube, and the ipp pump was replaced. There were no patient complications reported.